Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil prematurely detached and migrated distal of the aneurysm. The coil was not blocking any blood flow; therefore, it was left inside the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation and it was found kinked in a couple of locations which likely caused the implant coil to detach. The IFU (instructions for use) for axium coil includes the following warning: "a kinked pusher may lead to pre-mature detachment."(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).